Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the screw was missing from the connection of the headlight with fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Event description:
On 16th february, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the screw was missing from the connection of the headlight with fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Further information provided by getinge subject matter expert indicated that the fixation screw is located inside the shell and it can not fall outside of the headlight. Based on additional input from getinge subject matter expert it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of particles falling in the sterile field, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h6 investigation findings deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th february, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the screw was missing from the connection of the headlight with fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 16th february, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the screw was missing from the connection of the headlight with fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Further information provided by getinge subject matter expert indicated that the fixation screw is located inside the shell and it can not fall outside of the headlight. Based on additional input from getinge subject matter expert it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of particles falling in the sterile field, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: none. Initially provided information was pointing to screw missing. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause serious injury. According to additional clarification provided by the getinge subject matter expert, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of particles falling in sterile field. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. It was established that the device failed to meet the manufacturer specification due to fall of the screw.